Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented to the emergency department with dyspena. Upon interrogation, it was observed the left ventricular lead had been failing to capture for a few months. Programming changes were completed to address this issue. The patient was stable.